Event description:
An acumed 2.3mm x 20mm locking cortical peg was implanted on (B)(6) 2010 with an acu-loc plate by dr( B)(6) at (B)(6) hospital in (B)(6) il. The initial reporter alleged that, at an unknown time, the plate became bent and started to separate from the patient's bone. The screws that were locked into the plate reportedly backed out of the plate after the bend in the plate occurred. The plate screws were removed from the patient on (B)(6) 2010.

Manufacturer narrative:
Results: returned plate was found to be within specification and was not bent as alleged in the initial report. Ther were no signs of stretching as might be expected in a bent plate. Non-locking screws were returned with the plate which is counter to the surgical technique which specifies locking screws in the proximal section of the plate. Conclusion: while it can be determined that the plate is within specification and the surgical technique was not followed, it cannot be determined how much of an impact might have been played in the construct of plate and screws not maintaining adequate fixation until the bone had healed. Therefore no definitive conclusion can be determined with the available information. Additional MDR's associated with this event are: 3025141-2010-00067; 3025141-2010-00068; 3025141-2010-00069; 3025141-2010-00070; 3025141-2010-00071; 3025141-2010-00073; 3025141-2010-00074; 3025141-2010-00075; 3025141-2010-00076.